Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was unspecified. The 2.75 x 16mm veriflex stent delivery system was advanced, but did not cross the lesion. The physician noted that the stent struts were not "lined up" the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).